Event description:
Reference imp #(B)(4).

Manufacturer narrative:
Document review: gmk primary cemented fixed tibial tray size 6 right. Code (B)(4)/lot 072428 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. All the items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary uc fixed tibial insert size 6, 10 mm. Code (B)(4)/lot 801236 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary cemented std femur size 6 right: code (B)(4)/lot 082846 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. All the items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, the infection is highly likely not device related.